Event description:
It was reported that during a subacromial decompression procedure with distal clavicle excision, the pump was pumping fluid very fast and the bladder in the tubing collapsed. The surgeon decided to turn the pump off and converted to an open procedure. Further communication with arthrex rep indicates the customer reported no issues with the arthroscopic pump. The customer continued to use the pump in other cases. No further pt info was provided by customer and no additional adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The tubing returned had the bladder collapsed, however, this condition could not be duplicated during function testing of the tubing, the tubing eval revealed no conditions that could have contributed to the event reported. The customer did not report any issues with the arthroscopic pump involved in the case and the cause of the complainant's event could not be determined. This is the first complaint of this type for this part/lot combination. Review of similar incidents reported to arthrex, where pump and tubing were returned for eval, indicate that operating room procedures related to set up of the device and associated tubing set did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.